Manufacturer narrative:
It was reported that the needles were disposed of and cannot be returned, therefore no evaluation was possible. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. "If additional information becomes available a followup report will b". No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but the information provided to btg did not contain any relevant information. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
System and 2 needles tested with no issues to report. Right away in the 1st freeze frost was observed on the shaft. No frost on the red insulator, but all up the shaft. Case was completed, no harm to the patient observed at this time, saline was not used. Needles were disposed of and cannot be returned. Stick mode was not used. 100% intensity setting. No pattern of frost observed. The user was familiar with galil cryoablation. There were no issues with the ablation zone/iceball size.